Event description:
Initial sodium result of 113 mmol/l on one patient sample. Same sample repeated gave result of 123 mmol/l. The initial result was not reported. The repeat result was reported. The field service rep could not duplicate the problem. The field service representative performed performance check tests which were within specification.